Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation related to the device's sound abate foam. This action was reported to FDA per 21 cf1 part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously information alleging having black trash has gotten into the mainbody issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The manufacturer observed the evidence of visual inspection revealed that black point-like dirt, whose size was about two millimeters in a diameter, had clung to a gap between the main body and clear resin part on the inner part of the dreamstation water tank. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section h6 has been updated in this report.